Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of july 1, 2020, is used for the estimated date of event between (B)(6) 2015 and (B)(6) 2021. Block d4, h4: the complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block e1: initial reporter facility name: division of pulmonary, montefiore medical center, albert einstein college of medicine. Block g2: literature source: ali sadoughi "ultrathin bronchoscopy without virtual navigation for diagnosis of peripheral lung lesions" division of pulmonary, montefiore medical center, albert einstein college of medicine, new york city, USA., https://doi.org/10.1007/s00408-024-00695-1. Block e4: unk-p-radial_jaw_4_-_pulmonary_-_biopsy_forceps. Block h6: imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2203 captures the reportable event of imaging required.

Event description:
Boston scientific became aware of events involving a radial jaw through the article "ultrathin bronchoscopy without virtual navigation for diagnosis of peripheral lung lesions" by ali sadoughi et al. Per the article, between november 2015 and january 2021, a study of 322 patients underwent radial endobronchial ultrasound (r-ebus) with or without guide sheath, ultrathin bronchoscopy, robot assisted bronchoscopy, and cone-beam computed tomography (cbct) guided bronchoscopy. The following occurred with the study of patients: pneumothorax, significant bleeding or any other significant event during bronchoscopy which required escalation of care such as hospital admission of an out-patient procedure or ICU transfer of a patient admitted on medical floor were documented. Please see the reference article for full details.